Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. All stored patient data and information was erased and the software files were reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was a problem with recorded cine runs on the system 2800 uroview. The recorded runs were mislabeled. When a subsequent run was made, the workstation locked up on playback. There was no adverse patient involvement reported. There was no patient information reported.